Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam) episode. The patient has permanent atrial fibrillation (af), tachycardia conduction of af into the right ventricular (rv) lead is the culprit. The physician deactivated biv trigger and changed the medication. Additionally, the device had a switch from right atrial (ra) to rv for passive minute ventilation (mv) sensor and it was programmed to rv only as there is no ra lead implanted. This crt-p remains in service. No adverse patient effects were reported.